Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received motor error alarm on their insulin pump. It was reported that the customer was advised to discontinue use of the device, and that replacement pump would need to be programmed. No further information provided.

Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test and unable to prime during prime test due to faulty force sensor resistor and with severely scratched display window, the insulin pump motor passed motor test. The insulin pump had cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.